Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient¿s parent stated the cgm was reading 62 mg/dl when she found the patient unresponsive. Patient¿s parent called the paramedics who took a bg reading of 30 mg/dl upon arrival and treated the patient with glucose intravenously. No further medical intervention was required. At the time of contact, the patient was feeling fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. The reported glucose values fall within the c zone of the parkes error grid.